Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dob and side information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on (B)(6) 2013.

Manufacturer narrative:
The device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to infection. **update** - medical records received (B)(4) 2013. Revision operative report indicates grossly loose acetabular component, which was surrounded with what appeared to be chronically inflamed soft tissue. There was gross purulence when the joint capsule was entered. Frozen section returned consistent with acute inflammation but had multiple lymphocytes as well. The gram stain came back showing gram-negative rods. Obligated to treat this as an infection. Frozen section showed 10 pmns per high powered field but also numerous lymphocytes which could be consistent either with infection or with acute lymphocytic reaction do to hypersensitivity. **update**(B)(4) 2013 - litigation papers received. Doi and new dor provided. Litigation alleges metallosis, discomfort and pain. Due to allegations of discomfort and pain, all revised components are now being reported. Litigation states that the previously reported revision was rescheduled due to infection.